Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2020 due to nonunion. The primary surgery was done on (B)(6) 2020, to treat tibial fracture due to a traffic accident. The implants were removed with the regular test but without cultures. The surgery was successful. The patient status is stable and was discharged on (B)(6) 2020, and the last clinic follow-up was on (B)(6) 2021, with satisfactory healing. This report is for (1) 9mm ti cann tibial nail-ex w/prox bend 375mm-sterile. This is report 1 of 6 for complaint (B)(4).